Event description:
The patient contacted animas on (B)(6) 2012 stating that the ok keypad button was unresponsive and the up arrow and down arrow keypad buttons were intermittently unresponsive. The patient denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and used an air can to clean the pump. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 02/26/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad cover was torn at the up arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. All of the keypad button symbols were worn, which has no effect on insulin delivery. During testing, the up arrow and down arrow keypad buttons were intermittently unresponsive; the ok and contrast keypad buttons were unresponsive. During investigation, evidence of contamination was found under all key contacts. The contrast key contact was found to be misaligned.